Event description:
It was reported that during a daily shift check, shortly after installing two autopulse li-ion batteries into the autopulse platform, the battery charge status icon indicated that the batteries had depleted with no bars showing. Prior to installing the batteries into the platform, 4 green light-emitting diodes (led's) were illuminated on the batteries, indicating that they were fully charged. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll (B)(4) could not confirm the reported issue. However, loose electrical connection was observed. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR. Report: #3003793491-2014-00151 for autopulse li-ion battery with sn: (B)(4).